Event description:
It was reported that, this right atrial (ra) lead exhibited a safety switch due to high pacing impedances out of range. The technical services (ts) recommended to performed x rays and troubleshooting as a fracture is suspected. A ra lead replacement was recommended. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this right atrial (ra) lead exhibited a safety switch due to high pacing impedances out of range. The technical services (ts) recommended to performed x rays and troubleshooting as a fracture is suspected. A ra lead replacement was recommended. This ra lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the involved lead was a right ventricular (rv) lead not right atrial (ra) lead. No adverse patient effects were reported.